Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient did not charge the ipg was instructed resulting in the ipg becoming inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.